Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a review of the pump black box data indicated unusual fluctuation of the voltage leading to replace battery alarm and low battery warnings. During a visual inspection of the pump, there was moisture observed behind the display lens. The battery compartment and returned battery cap were observed to be intact with no damage. The battery cap secured properly to the pump. The pump powered on with audible, vibratory and a blank display screen. Further testing was not able to be performed due to the unrelated blank display issue. A leak test showed a display lens leak. The pump cover was removed; internal moisture was found on the display connector printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that moisture was present. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.